Event description:
It was reported that (1) device was used during a gastrectomy. It was reported by the affiliate that the tlh60 instrument had no staples in the cartridge during the case. There was no consequence to the patient.